Event description:
The patient called alleging that the meter powers off during use. The patient felt light headed at the time fo testing and visited the physician, since they were unable to obtain a blood glucose reading. Physician tested the patient on their meter and received an 89 mg/dl. The physician also tested the patient's blood pressure. Patient did not received any treatment. The battery was replaced less than a year ago. The meter powers off before the time was up. Customer service was unable to resolve the issue; therefore, sent the patient a replacement meter. This case is being reported as a malfunction, since the issue meter was not resolved.